Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (p/n: 319.006, lot #: 6579012) was returned and received at (B)(4). Upon visual inspection, it was observed that the device was missing the protection sleeve. The needle component is observed to be slightly bent. No other issues were observed with the returned device. Dimensional inspection: a dimensional inspection was performed on the returned device. The diameter of the needle component was measured and is within the specification per relevant drawing. Document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition is confirmed for the depth gauge for 2.0 mm and 2.4 mm screws (p/n: 319.006, lot #: 6579012). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Since the protection sleeve could be disassembled, the potential cause could be due to device incorrectly assembled during the sterilization process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 319.006, synthes lot number: 6579012, supplier lot number: n/a, release to warehouse date: 31jan2011, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the depth gauge for 2.0mm and 2.4mm screws was missing a piece. There was no known patient or hospital involvement. During manufacturer's investigation of the returned device it was observed that the device was missing the protection sleeve and the needle component is observed to be slightly bent. This device condition was re-evaluated and determined to be reportable on (B)(6) 2021. This complaint involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).